Event description:
It was reported that the bd insyte¿ IV catheter experienced a damaged catheter tip. The following information was provided by the initial reporter: this is a report about a damaged needle tip of insyte vialon-e. The needle tip was found to be broken/smashed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 9 photos and 1 opened sample submitted for evaluation. The reported issue of needle point configuration was not confirmed upon inspection and testing of the photos and sample. Analysis of the photos showed no defect in the needle. However, damage to the catheter tip was observed. Analysis and testing of the 1 opened sample did not show any needle defects. The needle underwent penetration testing and was found to be within manufacturing specifications. A curved cut and tear near the catheter tip were observed on the returned sample. The assembly process was reviewed, and no stations would result in the observed tear in the catheter. Bd could not determine a root cause of the catheter damage since the sample was returned in a used state. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter experienced a damaged catheter tip. The following information was provided by the initial reporter: this is a report about a damaged needle tip of insyte vialon-e. The needle tip was found to be broken/smashed.